Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Completion of service pending

Event description:
The international customer reported the ventilator was working on battery power but would not work on ac power. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service engineer confirmed the reported problem. A replacement power supply has been ordered for service of the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Event description:
The service engineer replaced the power supply to address the reported problem.